Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. Device history record review could not be performed on model mz1000-07 because a lot number was not provided by the customer. Root cause analysis: the root cause of this failure was not identified as no product was returned. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that maxzero needleless connector leaked. The following information was provided by the initial reporter: material no: mz1000-07, batch no: unknown. It was reported that multiple maxzero connectors are "splashing or leaking."